Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 545 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetic ketoacidosis. The customer was put on insulin drips. The customer has received a new pump and was assisted with getting the pump out of priming phase so she could retrieve the settings out the pump.